Event description:
Reported by doctorr as: "a second port revision due to leak in the port."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band sys returned. Analysis of the device also found an opening and leakage in the port tubing between the stainless steel connector and the injection site. The opening is consistent with what appears to be a needle puncture and may be the source of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."